Event description:
Allegedly patient was standing on a tractor when femoral neck broke.

Manufacturer narrative:
Investigation is not complete. Product has not been returned. Additional information has been requested from the hospital. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated, when the investigation is complete. This is the same event as 1043534-2009-00228, 00229.